Manufacturer narrative:
The device was received in a partially deployed state. The data downloaded from the device showed no time outs, drive stalls or alarm. The device delivered 55 pulses and completed both first prime and second prime before being deactivated. Investigation found no issues that would result in cannula not deploying. The exact cause for the reported cannula not deploying could not be determined. The formed needle was observed to be extending beyond the needle well. The pink slide insert was visible in the top housing viewing window. The arms of linkage assembly were split indicating that the slide retract and linkage assembly did not completely retract. After opening the pod, the formed needle fully retracted into the pod housing and linkage assembly fully retracted. Score marks were found on the underside of the top housing. This indicates a misalignment between the linkage assembly and top housing. The misalignment resulted in contact between linkage assembly and top housing which caused the formed needle to not fully retract. Inspection of the needle mechanism components found no damages or defects that would result in the linkage assembly misalignment.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn less than one hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.